Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported patient had been informed that her hip replacement has been recalled. Patient has incurred many medical bills related to this recall, including MRI's, blood work.